Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was approximately 200 mg/dl. After confirming pump vents were clear, customer resumed insulin delivery. Contact did not have pump at the time of the report and declined tandem technical support's offer to troubleshoot.